Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. This is 3 of 4 MDR submission. Reference#: mw5180924, mw5180925, mw5180927. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: on behalf of the customer, a reporter declared: " called on behalf of her mother to submit a report about 3 freestyle libre sensors her mother has that are on the recall list." The customer further provided 6 sensor serial numbers and adc was able to check all of the six unused sensors of their mother and informed them that they're not impacted with the recall". There were no alleged adc device issues related to the adc device. There was no report of emergent medical intervention for the reported issue. Adc customer service successfully contacted the reporter to gain additional details regarding this event, and additional information was included in this report. Based on the information provided, there was no report of serious injury associated with this event.